Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the communicator was performed. A defective returned power brick was found. The returned power brick measured 1.2 volts with no load and 1.2v loaded. The green light emitting diode (led) was not lit on the power brick cord. With a replacement power brick the communicator passed all baseline tests. The power brick was taken apart and a diode was found to be shorted, 0.6 ohms measured in both directions. The printed circuit board was also burned in this area as well. The allegation towards this product was confirmed.

Event description:
Boston scientific received information that the communicator¿s power cord suddenly started to smoke. The communicator was already replaced. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.